Event description:
It was reported that the patient was experiencing bradycardia during automatic capture testing on the device. During the test there was loss of capture due to oversensing which occurred on the right ventricular (rv) channel of the device. The patient was hospitalized due to the event. Technical support was contacted, and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information was received that there is no alleged malfunction on the device. The physician suspected the cause of the event was due to a possible lead malfunction.